Manufacturer narrative:
Product investigation is in progress.

Event description:
A little bit of the tampon remained inside- vagina [foreign body in reproductive tract] the tampon has broken...piece of the tip broke off...fibers were cut [device breakage] tampon has broken when I take it out...piece of the tip broke off and a little bit of the tampon remained inside [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon breaks during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
A little bit of the tampon remained inside- vagina [foreign body in reproductive tract] the tampon has broken...piece of the tip broke off...fibers were cut [device breakage] tampon has broken when I take it out...piece of the tip broke off and a little bit of the tampon remained inside [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon breaks during removal. No serious injury reported.